Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the pump segment ballooned during an infusion of protonix. The user stated that the pump module alarmed for patient-side occlusion and the door appeared to be bulging open. The user opened the door on the pump module and the ballooned section of the pump segment separated from the upper fitment, spraying the medication. No harm or medical intervention occurred. No further patient/event information was reported.